Event description:
It was reported that during follow-up in clinic, the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos), resulted in pacing inhibition. Programming changes were performed, and the patient's condition remained stable.